Event description:
It was reported that checked the instrument, before the case and realized it was not working properly. The cutter portion does not work. We just used the other cutter in the tray for the case.

Manufacturer narrative:
A review of the device history records and complaint history review could not be performed because the device associated with this event was not lot coded nor was a valid lot code provided. The device shows signs of use, but is otherwise visually unremarkable. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened

Event description:
It was reported that checked the instrument, before the case and realized it was not working properly. The cutter portion does not work. We just used the other cutter in the tray for the case.

Manufacturer narrative:
It was noted that the event occurred at a hospital. A supplemental report will be submitted upon completion of the investigation.